Manufacturer narrative:
Results: the neuron 070 was ovalized approximately 95.0 cm from the hub. The neuron 070 was kinked approximately 20.5, 21.5, 47.0, and 49.0 cm from the hub. Conclusions: evaluation of the returned neuron 070 revealed that the device was ovalized and kinked. If the device is retracted out of its packaging tube at an extreme angle or mishandled during preparation, damage such as this may occur. Further evaluation of the neuron 070 revealed that the device was kinked in multiple locations. These kinks were likely incidental to the reported issue and may have occurred due to the packaging of the device for return to penumbra. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the hospital staff found that the tip of the neuron 6f 070 delivery catheter (neuron 070) was damaged when the physician wanted to flush the device on the back table. The damage to the neuron 070 was found prior to use. Therefore, the neuron 070 was not used in the procedure. The procedure was completed using a new neuron 070.